Event description:
A consumer reported that hrs following an intraocular (iol) implant procedure, she noticed a while cloud over her vision. The surgeon adjusted her postoperative medications, and days later the cloud started lifting. The consumer also reported that she has experienced vertigo, photophobia, depth perception issues and the color of the sky was lavender following the iol implant procedure. The consumer reported the surgeon measured her operated eye to be set for near vision and her follow eye has a cataract. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis, lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was not received. (B)(4).